Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015 the reporter contact animas alleging in the past month their blood glucose was around 300 mg/dl with extreme drowsiness, which was when the patient had cracked the battery compartment. The reporter noted there was no damage to the battery cap and no moisture was observed within the battery compartment. No additional power issues were reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/06/2016-product analysis: the device was returned and evaluated by product analysis on 12/24/2015 with the following findings: a battery compartment crack was observed. Review of the black box revealed no abnormal behavior or power issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.